Manufacturer narrative:
It was reported that the patient was treated with intravenous antibiotics (duration not reported). Subsequently, the patient was placed under general anesthesia to remove the device on (B)(6) 2021. This report is submitted on december 15, 2021.

Manufacturer narrative:
This report is submitted on july 16, 2021.

Event description:
Per the clinic, the patient experienced infections around the implant site. The device was explanted on (B)(6) 2021 due to the infections and non-use. There are no plans to reimplant the patient with a new device as of the date of this report.